Event description:
It was reported that eight (8) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This issue was identified during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from july 16, 2022, to july 18, 2022. H10: the actual device was not available; however, a sample photograph was provided for evaluation. Visual inspection of the photograph observed a leak at the port 2, spike port bonding area on the back side of what appeared to be two different containers filled with a solution. This appeared to be a spike port bonding defect between the spike port tube and the spike port causing a leak. The reported condition was verified. The cause of the condition could not be determined from the photographs; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.